Manufacturer narrative:
Follow-up #1: date of submission 11/14/2017 device evaluation: the device has been returned and evaluated by product analysis on 10/26/2017 with the following findings: during investigation, the keypad was intact and all keypad buttons responded appropriately. The keypad cover was removed to find no contamination under the button contacts. No defects to the button contacts were found. The pump cover was removed to find no evidence of internal moisture. The keypad latch was fully closed, and no damage was found to it. The complaint of unresponsive keypad buttons was unable to be duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow, and ok/enter buttons were under-responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.